Manufacturer narrative:
This supplemental report is being submitted to provide the ess¿s investigation, the independent laboratory test results and the physical evaluation. On november 8, 2018, the ess visited the user facility and observed the reprocessing staff reprocess scopes and noted no deviations. The ess covered infection control information referenced in the user manual and in the reprocessing manual. The scope was forwarded to our independent laboratory for microbial testing. The scope cultured positive for bacillus subtilis which did not match the user facility¿s reported results. The scope was then eto sterilized and returned to olympus for a physical evaluation. The scope was returned to olympus on november 7, 2018. A visual inspection on the received condition of the scope was performed and there were no signs of foreign material/stain inside the biopsy channel, biopsy port, and suction port/channel when inspected with an olympus boroscope and rigid telescope equipment. Additionally, there were also no signs of foreign substance/stain found on the insertion tube, bending section, distal end elevator, forceps riser, light guide lens/glue,and objective lens/glue. However, the bending section cover glue are discolored with cracks and chip marks. Discoloration on the device can be attributed to chemical damage. The scope passed the leak test. In addition, the service group found a minor kink in the instrument channel. The scope was repaired and returned to the user facility.

Manufacturer narrative:
The scope referenced in this report was returned to olympus for evaluation but the evaluation is in progress. The device is currently with an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. A review of the instrument history showed that the user facility purchased the device on (B)(6) 2015 and was last serviced on (B)(6) 2018. As part of our investigation in this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. To date, the ess visit has not been finalized. The cause of the reported event could not be determined, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope culture tested twice after it has been reprocessed. The user facility reported the scope was being cultured as a routine monthly inspection. Scope cultured (B)(6) for gram (B)(6) in clusters and coagulase negative staph on the elevator as sterile water was flushed through the channel and into a container. A brush was dipped into the pbx solution then the front, back, top, and bottom of the elevator were brushed. That brush was then placed in a pbx solution and sent for culture testing. The scope was then cleaned with an endozime solution then processed in the machine that uses acecide. There was no patient infection associated with this report.